Event description:
The customer reported intermittent image abnormality. The issue occurred during preparation for use involving an olympus rigid video laparoscope. The customer suspected that the cause of the intermittent image abnormality was due to defective lock. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.